Manufacturer narrative:
This medwatch is submitted to send the initial report. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Additional information was requested. Investigation is still in progress. Conclusion is not yet available. Device evaluated by MFR: product retained by hospital.

Event description:
Mobi-c p&f us: revision due to mobile insert broken. It was reported that a revision surgery occured on (B)(6) 2019 to remove a broken mobi c insert. Initial surgery date is unknown. Device was replaced by a fusion device. Waiting on additional information.

Event description:
It was reported that following surgery, the back of the implant sheered off allowing the implant to dislodge and endplates to collapse. This led to pain in the patient's neck. A revision surgery was performed to remove the device and replace it with a fusion.

Manufacturer narrative:
Correction: a1, b1, b2, b5, b6, b7, d1, d2 (common device name), e1 (middle name), e3, g5 (PMA/510k), h3, h6 (patient codes and device codes). Additional information: d4 (UDI number), e1 (email address, address), h6 (results and conclusion codes). The device was not returned for evaluation. However, photos were provided and used for evaluation. It was confirmed that a corner of the implant had fractured off. The lot number is unknown so the manufacturing records were unable to be reviewed.